Event description:
It was reported, the customer's insulin pump was alarming bolus size mismatch error. Customer's blood glucose was 106 mg/dl. No additional information provided.

Manufacturer narrative:
The insulin pump passed the self test with no unexpected alarms. The insulin pump was received with minor scratches on the display window, a scratched reservoir tube window, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.